Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va1seg9, implanted: (B)(6) 2018, explanted: (B)(6) 2018, ubd: 24-apr-2021, UDI#: (B)(4). Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the tip of the lead was bent prior to surgery. The cause of the issue was not known. Surgery was completed with a new lead. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.